Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes

Event description:
It was reported that on: (B)(6) 2011: the patient presented with herniated disc lumbar (lumbar stenosis) as preoperative diagnosis. He underwent transforaminal interbody fusion l4-5. On (B)(6) 2012: the patient underwent redo l4-l5 posterolateral fusion. As per op-notes: "at this point, once the instrumentation was in place, a combination of rhbmp-2 and graft matrix were then put on in the lateral gutters." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.